Event description:
It was reported that 91 bd eclipse¿ needles experienced incorrect label information. The following information was provided by the initial reporter: material no: 305759 batch no: 0115011 the bd eclispe needles are labels 25g 1 inch length but they are actually 25g 5/8 inch (shorter). Wrong item. 91 pieces.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 4/16/2021. H.6. Investigation: two photos and five samples were received by our quality team for evaluation. From the first photo, the topweb catalog was indicated as 305761 and the variable print containing the UDI number, manufacturing date, expiration date, and lot number were all correct for all affected products in accordance with the associated catalogue number. The second photo shows a 5/8in cannula. The sample was subjected to visual inspection and the cannula of the eclipse product sample was measured to be about 1.6 cm which is consistent with a 5/8" sized eclipse cannula instead of the 1" sized cannula as incorrectly indicated by the top web. During the device history review, it was observed that during production, six pieces of an incorrect top web was used. An incorrect topweb roll was likely pulled from the material staging area, to the manufacturing line, where it was used to package the affected lot.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 91 bd eclipse¿ needles experienced incorrect label information. The following information was provided by the initial reporter: material no: 305759 batch no: 0115011. The bd eclispe needles are labels 25g 1 inch length but they are actually 25g 5/8 inch (shorter). Wrong item. 91 pieces.